Event description:
The customer reported to beckman coulter (bec) hotline support that their unicel dxc 880i synchron access clinical system was leaking from the left probe and the right probe is having level sense errors. The leak was contained to the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves. There was no exposure reported. Erroneous patient results were not generated.

Manufacturer narrative:
A bec field service engineer (fse) evaluated the instrument and confirmed a leak from the left probe and level sense errors from the right probe. Fse reported finding bubbles coming from the front wash buffer bottle and priming through the system. The issue was hardware related and resolved after the fse replaced multiple parts including probe wash valve, 3-way solenoid valve, obstruction detector, air manifold assembly, tricontinent valve, odc tube, and probe tube outlet. (B)(4).